Event description:
On (B)(6) 2012, gamma3 operation was performed. When the surgeon tried to remove nail holding screw after insertion of the distal screw, the nail holding screw couldn't be removed. The surgeon removed it by force finally and the operation was finished. The operation was interrupted for 20 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.